Event description:
It was reported that a malfunction occurred on the pump, identified by code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the customer with the process.